Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Health professional was approximated to yes as the initial reporter's information is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic mucosal resection (emr) performed on (B)(6) 2021. During the procedure, the clip did close correctly; however, it did not deploy. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.